Manufacturer narrative:
The device was not returned for evaluation. The reported patient effects of perforation is listed in the perclose proglide suture-mediated closure (smc) instructions for use as a known patient effect of coronary stenting procedures. A review of the electronic lot history record for this product was not performed because the lot number was not reported and the product was not returned for analysis. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B6: date corrected.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, when the device was inserted, the proglide device unintentionally strayed into internal iliac artery, and internal iliac artery was perforated. Coil embolization was conducted to treat the perforation via contralateral approach. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 20f and the evar procedure was completed. Hemostasis was achieved with the sutures of the pre-placed devices. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.